Event description:
Reporter alleged that customer obtained a discrepant blood glucose result of 91 mg/dl back to back with a result of 20 mg/dl when testing was performed less than 10 minutes apart on the advantage system. Reporter indicated that he was experiencing some hypoglycemic symptoms during the time of testing. Reporter stated that the customer was given 40 units of novolin insulin after the result of 91 mg/dl and he almost passed out while on his way to breakfast. Reporter stated that he was treated with juice and a glucose gel, 911 was called, and he was taken to the hospital. It is reported that there he received food and was released within a few hours. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent. See attached medical opinion.